Event description:
Subcu. Insulin given in right arm. Upon removal of needle, pt retained needle.

Event description:
Received phone call from head nurse of central services on feb,22,2000 reporting that a nurse was giving an injection with an insulin needle and when withdrew the needle from the pt's arm, the nurse could not find the needle attached to the syringe barrel. Pt was taken to x-ray. Rn would not give information to where the needle was located. Nurse reports that they do not know if needle is in the pt's arm or the pt's linen. The medical center will not forward information concerning alleged product defect.